Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection noted eschar on jaw seal plates. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. There was no tissue sticking or device locking on tissue during the testing of the device. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hysterectomy, the jaws of the device could not open from the tissue. The surgeon opened the jaws by force and cleaned it. A new one was used and the operation was finished. The device was removed from the tissue by force but no tissue damage was caused. There was no patient harm.